Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2009. Reportedly, gynecare prolift and tvt secur devices were previously implanted on (B)(6), 2008. All other information, including the patient's injuries and current condition, is unknown.